Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the pressure reading dropped to zero. No adverse consequences were reported and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: pressure dropped to zero and the surgical field was obscured probable root cause: pressure sensor malfunction/out of calibration. Inflow cassette/ tubing pressure sensor membrane failure. Mis-inserted cassette/ tubing. Motor encoder malfunction/failure. Roller wheel assembly malfunction/failure. Roller wheel failure due to peristaltic tubing debris build-up. Main board/ imx failure. Software malfunction. Use error. System design. Unwanted movement of internal components/wiring. Pressure sensor is operated above linear pressure reading range. Pump operated at least-favorable environmental conditions for extended period of time. Command not registered from hand control, footswitch, (B)(4). Power failure of pump. (B)(4).

Event description:
It was reported that the pressure reading dropped to zero. No adverse consequences were reported and the procedure was completed successfully.